Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2009) is considered to be the best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4(product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged that the patient sustained injuries on (B)(6) 2011. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per op notes, "a ventralex mesh was placed into the abdomen using prolene sutures." On (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of mesh. Per op notes, "adhesions were taken down, the mesh was removed. A synthetic mesh was placed."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged that the patient sustained injuries on (B)(6) 2011. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.